Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the dreamtome with its preloaded guidewire into the common bile duct. With the aid of fluoroscopy, as what the physician visualized that the preloaded guidewire seemed to be in the cbd, a contrast medium was then introduced. On the next fluoroscopy, it revealed that the preloaded guidewire went off to the right, which looked like it went through the pancreatic duct, as if it had pierced through the cbd and perforated the pancreas. The procedure was completed with this device with no known device malfunction. Reportedly, ¿the patient¿s own pancreatic fluid went into the pleural cavity. And that made the patient fell sick. Patient was treated with medicine. Physician would not provide any further patient information and treatment. The patient¿s current condition is recuperating fine.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies were found. Perforation is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label and is considered an anticipated procedural complication.